Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the physician started the tether pull and about 60-70 centimeters into the pull it tightened and finally could not pull at all. The physician flushed with 3000 units of heparin. Finally, after pulling extremely hard, the physician was able to recapture the leadless ipg. The physician implanted an alternate system. No patient complications have been reported as a result of this event.